Event description:
Reporter indicated a vns therapy handheld programming computer screen freezes upon interrogation. Flashcard re-insertion corrected the issue. The handheld was returned to the manufacturer and analysis performed on the handheld and associated software and no anomalies were identified. However, it is known that under certain conditions this type of screen freeze event can occur with the (B) (4) handheld computers.